Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
T was reported that in preparation for the patient's MRI scan, a remote transmission was requested. The transmission showed that an automatic safety switch occurred from bipolar to unipolar due to this right atrial (ra) lead exhibiting high, out of range pacing impedances of greater than 3000 ohms. Additionally, a signal artifact monitor (sam) episode was recorded due to oversensing of noise on the right atrial channel, which resulted in a minute ventilation (mv) vector switch. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: this lead remains implanted and in service. At this time, no further action has been taken and the patient will continue with regular follow-up checks. Investigation of the available information determined the related device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise and exhibited intermittent pacing impedances.

Event description:
It was reported that in preparation for the patient's MRI scan, a remote transmission was requested. The transmission showed that an automatic safety switch occurred from bipolar to unipolar due to this right atrial (ra) lead exhibiting high, out of range pacing impedances of greater than 3000 ohms. Additionally, a signal artifact monitor (sam) episode was recorded due to oversensing of noise on the right atrial channel, which resulted in a minute ventilation (mv) vector switch. This lead remains implanted and in service. No adverse patient effects were reported.